Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega suturecut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument had a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
The mega suturecut needle driver has been returned and evaluated by the failure analysis. The instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed based on failure analysis. The root cause was attributed to a component failure.